Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 600 mg/dl. The customer felt symptoms of vomiting, nausea, headache, and feels disoriented. The customer was treated for their blood glucose with manual injections. Assistance was provided with troubleshooting and the insulin pump passed all test functions. The customer was not wearing the insulin pump doing their hospital stay. It was unknown what caused their blood glucose levels to rise. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.